Event description:
User site reported a discrepancy involving the dose distribution for asymmetric siemens virtual wedged fields, which disagrees with measured data. This was discovered during on-site commissioning, prior to commencement of patient's treatments. Internal investigation showed that the discrepancy were due to using the center of the field rather than the center of the beam's axis. Thus, the dose was scaled up or down by a factor, which is dependent on the distance between the center of the beam's axis and the center of the field. Regardless, the relative dose distribution is correct.